Manufacturer narrative:
Investigation pending.

Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6) 2010, inratio: 1.3, lab: 4.62. No known changes in meds, patient status for patient that would account for differences in results.